Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's neurostimulator was in a suspected overdischarge condition with the clinician programmer unable to communicate with the device. The pt had not used the stimulation or recharged in 6 to 8 months. A physician mode recharge (pmr) was performed in (B)(6) 2010, and was able to recharge. Approx one month later, the device was again in an overdischarge condition (no telemetry possible with clinician programmer) and another pmr was performed but was subsequently unable to charge the device or hold a charge after 5 hours of recharging. There were 8 coupling bars shaded during the recharging. The overdischarge condition of the device was unable to be resolved and the pt was scheduled to have their device replaced. If add'l info is received, a f/u report will be sent.